Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.